Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, the guide wire was struck into the lead when loading into the lead. The physician was unable to advance or retract the guide wire. It was unknown whether it was guide wire issue or lead malfunction. The lead was not used, and the physician completed the procedure by implanting a new left ventricular lead. The patient was stable post procedure.